Event description:
It was reported that there was an o2 sensor failure there was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided information. Our field service engineer (fse) was on site to investigate the issue further and found out liquid traces in the air gas module. After drying the air gas module, the ventilator passed all functional and safety test and was returned for clinical use. Since no parts could be investigated further, the root cause of the issue has not been determined, however one cause can be that the device was not adequate maintained or mounted.

Event description:
Manufacturer's ref #: (B)(4).